Event description:
It was reported that during the implant procedure, the torque wrench could not be inserted into the setscrew. The pulse generator was not used and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Analysis was normal.